Manufacturer narrative:
Clarification was received that the reported issue was not for a cardiosave intra-aortic balloon pump (iabp) but for a servo-u. Please cancel this emdr in your system. We will retain the complaint in our system and process accordingly.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not booting up. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.